Manufacturer narrative:
The returned device was measured and the width of medial gear base assembly was found to be within specifications. The part rotates with minimal effort and does not bind during operation. The reported failure mode could not be duplicated.

Event description:
Revision surgery was reported after the surgeon was unhappy with the hinge's fluidity and range of movement.